Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (segments missing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/04/2014.animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.device evaluation: the device has been returned and evaluated by product analysis on 03/13/2014 with the following findings: on investigation, all segments on the display screen were present. Investigation was unable to confirm 'missing segments' on screen. Unrelated to the original complaint of missing segments on the display screen, the up arrow and contrast keypad buttons demonstrated intermittent response and required multiple button presses to evoke a response. The contrast button was difficult to press and required increased force to engage. The keypad cover was removed for investigation and revealed contamination under the contacts of all the buttons.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.